Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the first firing the device was fired without any problem, however on the second firing they used same type of reload, the surgeon able to squeeze the handle 4 times until the device jammed halfway only 15mm of the staples were deployed. They was forced to retract the knife and remove the stapler, and then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device was fired once without any problem, however on the second firing they used the same type of reload, but the handle was jammed, and stapler was not able to move. They were forced toretract the knife and remove the stapler. They then used another device to resolve the issue in order to complete the case. There was no patient injury.